Event description:
During a ptca treatment procedure, the maverick otw 20/1.5 mm balloon ruptured at unknown atms on the third inflation. (The number of atms reached on the initial two inflations was 6 atms). The patient was asymptomatic during this event. The lesion being treated was a very calcified, 100% stenotic lesion in the mid right coronary artery (rca). The physician used a conquest guidewire and a 8f mach1 guide catheter to cross the lesion. The maverick otw balloown was removed and replaced with a crosssail 1.5/15 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine.'

Manufacturer narrative:
Device initially thought to be disposed, but was recently received for analysis; returned device analysis: product analysis could not verify the complaint. The catheter was purged of air and the balloon was inflated with water to its rated burst pressure. The catheter was then pressurized without significant loss of pressure. When the catheter was subjected to a vacuum, the balloon deflated normally and there was no compromise of the generated vacuum. The manufacturing records for top assembly batch 7251972 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Each catheter is inflated to its rated burst pressure during the manufacturing leak test to check for catheter leaks. The cause of the difficulties encountered during the procedure could not be determined.